Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was unfolded which indicates it had been subjected to positive pressure. Blood was visible within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to the presence of solidified blood within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood before further inflation attempts were made. On removal from the bath the device was again attached to an inflation unit and subjected to positive pressure when liquid was observed escaping from a balloon pinhole leak identified at the proximal edge of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. The rated burst pressure of this device is 12atm (atmospheres). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. A 10mm x 2.75mm flextome¿ cutting balloon¿ was selected for use. During the procedure, on the third inflation of the device, it was noted that device ruptured at 6 atmospheres. The device was removed by simply pulling out. The procedure was completed with a different device. No patient complications reported and patient's status was good.